Event description:
It was reported that this right atrial (ra) lead has an insulation damage. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported.